Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a backup alarm failure error code (1104). The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a backup alarm failure error code (1104). The rse informed the customer that the recommended repair was to replace the cpu board. The rse provided the customer with the part number. The customer was also informed to reference the v60 service manual for restoring the serial number and programming the power on hours. The investigation is ongoing.